Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion and the stent was deformed. The procedure was completed with a 3.0mm non-bsc stent with the use of a non-bsc guide extension catheter. No patient complications were reported and the patient's status good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.0 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damaged with struts on row 5 lifted outwards. It is likely the crimped stent may have encountered resistance and subsequent damage during advancement and withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to (B)(6)pressure. A visual and tactile examination found hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion and the stent was deformed. The procedure was completed with a 3.0mm non-bsc stent with the use of a non-bsc guide extension catheter. No patient complications were reported and the patient's status good.